Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the right atrial (ra) lead was partially deployed and caught on to the patient¿s valve. The physician pulled back the lead, but on fluoro the helix appeared stretched out. There was undersensing after the lead was moved and redeployed to a different location. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The helix of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged, with the outer insulation breached, and the helix stretched. The insulation breach is contribute to the complaint of undersensing, damage at implant. If information is provided in the future, a supplemental report will be issued.